Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the lcd display and battery well were replaced and suspect product was discarded.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.